Event description:
It was reported that over the past few months that catheter tip granulomas in 5 of his pts were diagnosed by the radiologist. The hcp was concerned regarding the accuracy of these diagnoses. The hcp always uses the same pharmacy, avoids high drug concentrations and or high doses. Management of the diagnosis has included titrating dose down and filling the reservoir with saline. The MFR was unable to obtain pt or device identifying info. The MFR of the catheter were not reported. Several attempts to follow-up with the hcp for additional info were made without success.